Manufacturer narrative:
The event of upgrade for MRI compatibility/lead left in foramen/scs ipg replaced was reported to abbott. It was discovered the day of surgery that the patient's scs ipg was dead. The scs system was replaced. Effective therapy restored. The patient had the drg removed so they could have an MRI. The right s1 lead could not be removed, contacts were left in foramen. No further intervention planned. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a system explant on (B)(6) 2025, one of the leads could not be fully removed and a portion of the lead remains implanted.